Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported that a microscope head fell off before a procedure and hit the patient on the face, causing a tear in the skin below the right eye (od). After the staff reassembled the microscope the case was completed. Subsequent cases were cancelled that day, however (according to the returned questionnaire). The ophthalmic microscope is an ophthalmic surgical microscopes platform. This microscope is intended for low magnification visualization during ophthalmic surgical procedures for cataract, retina, and cornea. The operators manual states: balance the articulating arm - after adding or removing optics and component accessories onto or from the articulating arm, it must be balanced in the use position for ease of vertical movement. To avoid possible injury or damage to the microscope grip handle/knobs firmly when pressing electronic brake switches to release the arm. If articulating arm is out of balance, it can drift up or down when the arm is released. To avoid risk of pinching, during articulating arm rotation keep hands and fingers clear of the intersection between the articulating arm and the floor stand. To avoid injury to the patient, it is important to ensure that the height of the microscope body and accessories is set above patient level by adjusting the lower limit safety stop. Verify that this safety stop is adjusted so that the bottom of the microscope (or any accessories) cannot contact the patient if the arm is lowered to its minim height.¿ product evaluation the system was examined and the reported event was confirmed. The customer had reassembled the unit before the company representative arrived to check on the system. A loose screw was found in the (gray-mounting post) above the libero. This is where the customer said the unit came apart. A new mounting post was ordered. The friction knob was also noted to have been ¿hard to turn.¿ the mounting-post and the stuck knob were both replaced to resolve the issue. The company representative replaced both. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 6, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported detached microscope head can be attributed worn threads in the libero coupling due to the user error by not releasing or fully releasing the rotation knob when rotating the microscope head. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a microscope head fell off before a procedure and hit the patient on the face causing a tear in the skin below the right eye. Additional information has been requested.